Event description:
Ventilator failed to cycle while in use on a patient. All lights went out and the customer turned the unit off and back on but unit would not cycle. Hospital's biomedical technician cannot duplicate the problem.